Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the trunk cable connector was missing a pin. The root cause of the damaged trunk cable connector was likely excess force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the damaged connector pins. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the trunk cable connector was damaged. The last patient to use this electrode belt did not report any deficiencies.